Event description:
It was reported that the patient presented to clinic due to patient alert. Upon interrogation, high pacing impedance out of range was observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.